Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). Updated: b4, b5, g3, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110031429, cr vivacit-e 40mm brng +3 ret, lot # 64597883; catalog #: 912041c, juggerknot strl crvd kit, lot # 839930; catalog #: 912031, jgrknt 1.5mm #2 mb sngl, lot # p13860; catalog #: 912031, jgrknt 1.5mm #2 mb sngl, lot # p14880; catalog #: 912031, jgrknt 1.5mm #2 mb sngl, lot # p14744; catalog #: 912031, jgrknt 1.5mm #2 mb sngl, lot # p12216; catalog #: 118000, 25mm versa-dial taper adaptor, lot # 188660; catalog #: 912031, jgrknt 1.5mm #2 mb sngl, lot # p14752; catalog #: 110031400, mini tray +5mm cocr +0 offset, lot # 64729671. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00351. Remains implanted.

Event description:
It was reported that patient underwent left reverse shoulder revision procedure approximately one (1) month ago. Subsequently, patient went in for follow up visit two (2) weeks later and x-rays showed joint dislocation. Surgeon suggests patient be revised again. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.